Event description:
The customer reported discordant sodium (na) and potassium (k) results were obtained on multiple patient samples on dimension exl with lm integrated chemistry system. The erroneous results were reported to the physician(s). The samples were repeated on an alternate instrument. The repeat results were reported, as the correct results, to the physician(s). The customer did not provide patient data. There are no known reports of patient intervention or adverse health consequences due to the discordant, sodium (na) and potassium (k) results.

Manufacturer narrative:
An outside of the united states customer contacted a siemens customer care center to report that discordant sodium (na) and potassium (k) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system instrument. Siemens remotely reviewed the instrument data and found that lytes quality control (qc) were within the acceptable range. The integrated multisensor technology (imt) calibration was not successful. This MDR is being filed in an abundance of caution as the customer did not provide patient data. A siemens customer service engineer (cse) was dispatched to the customer site and flossed the tower, port, and rotary valve, performed conditioning of the port and replaced the imt pump, tubing's rotary valve. Siemens further evaluated the event and concluded that the probable cause of the issue is consistent with fluid flow issues in the imt system. The instrument is fully operational. No further evaluation of this device is required.